Manufacturer narrative:
Date of report : 27feb2019, date rec¿d by MFR : 26feb2019. Philips field service engineer (fse) resolved the issue by replacing an exhalation flow sensor. The unit passed the required testing and was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 13jun2019. Date received by manufacturer: 07may2019. Exhalation flow sensor was received for evaluation. No sign of physical damage or abuse during visual inspection. Exhalation flow sensor was installed onto failure investigation test ventilator, but the reported problem of tidal volume being out of tolerance was not duplicated. No fault was found on the returned exhalation flow sensor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The user stated that while in use, the tidal volumes disappeared. There was no patient or user harm reported. The event date was not specified; estimate used.